Event description:
(B)(4): it was initially reported that the spi3 control section was unable to power on. Upon investigation by a stryker service technician, it was found that there was a burning smell coming from the spi3 and that when the power module was pulled out by the customer the fuses appeared to be burnt. There was no reported pt involvement and no adverse consequences reported.

Manufacturer narrative:
Evaluation summary: the stryker service technician replaced the circuit board that allegedly had an electrical problem and overheated. The circuit board was returned to the MFR for additional evaluation. The circuit board was found to have evidence of burning or charring on the component. It is unk at this time the cause of the reported charring and the investigation is ongoing. The circuit board was replaced and the control system was repaired and returned to service.